Event description:
As reported, during the use of a 10mm x 40mm powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter, the balloon was fully inflated using a 10ml syringe then ruptured. After the rupture occurred, the physician attempted to remove the device; however, resistance was met, and excess force was required to remove the device which caused one half of the balloon to detach while inside of the patient. A 9mm x 40mm powerflex p3 pta balloon catheter was then inserted and inflated using a 10ml syringe; however, after appearing to fully inflate, the balloon ruptured. The patient was then taken to a nearby hospital to assess treatment options. The remaining detached piece of balloon material had migrated into the patient¿s pulmonary artery. Given the patient¿s health status, it was decided not to seek further intervention. An unknown 7f catheter sheath introducer (csi) was used during this procedure. It was reported that the patient had an indwelling stent in the location of the angioplasty. The devices will be retuned for evaluation.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is: 9616099-2022-06108. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is: 9616099-2022-06108. Complaint conclusion: as reported, during the use of a 10mm x 40mm powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter, the balloon was fully inflated using a 10ml syringe then ruptured. After the rupture occurred, the physician attempted to remove the device; however, resistance was met, and excess force was required to remove the device which caused one half of the balloon to detach while inside of the patient. A 9mm x 40mm powerflex p3 pta balloon catheter was then inserted and inflated using a 10ml syringe; however, after appearing to fully inflate, the balloon ruptured. The patient was then taken to a nearby hospital to assess treatment options. The remaining detached piece of balloon material had migrated into the patient¿s pulmonary artery. Given the patient¿s health status, it was decided not to seek further intervention. An unknown 7f catheter sheath introducer (csi) was used during this procedure. It was reported that the patient had an indwelling stent in the location of the angioplasty. One non-sterile powerflex p3 f5 9x4 80 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no anomalies were observed on the unit. Functional testing was successfully performed on the unit. First, an appropriate .035¿ lab sample guidewire was successfully passed through the inner body lumen of the unit. Then, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. The balloon of the unit was successfully inflated as expected. No anomalies observed. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿balloon burst¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined. Per functional analysis, the balloon was inflated, and no burst/leaks were noted. The device inflated without any issues to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.